Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes a chest x-ray revealed that the lead was fractured. The lead was explanted on (B)(6) 2014.

Manufacturer narrative:
Final analysis found that the lead was partially returned. All five filars of the coil were fractured, which could have contributed to the reported high impedance.

Event description:
It was reported that during a merlin.net transmission high atrial lead impedance was noted. The lead would be monitored.